Event description:
The customer reported that the rotator broke during use. The customer also reported three additional events with similar tubing sets. Reference report numbers below. No harm or injury was reported. This is one of four reports for this complaint: 1721504-2011-00327, 00328, 00330.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The customer did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. A visual inspection of the returned device revealed that the female luer threads returned detached from the female luer. Markings were found on the luer indicating that a device had been forced against the luer with sufficient force to deform the surface. Merit is unable to determine the exact root cause of the reported failure. Method: process evaluation.